Event description:
The customer reported two (2) false positive result with the ID now covid-19 assay performed on an unknown date. This MFR. Report addresses 2 of 2 result. The customer reported a false positive result with the ID now covid-19 assay performed on an unknown date on a direct tested nasal kitted swab. Confirmation testing was performed using the lamp method and generated a negative result (CT values not provided). The customer stated the patient was symptomatic. The patient had pneumonia. No additional patient information was provided.

Manufacturer narrative:
This report is being submitted to provide the initial report and investigation completion. Testing was performed at abbott diagnostics (B)(6) on retained kit lot m188562 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m188562 and test base part number 190-430 / lot m188562. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m188562 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported as the logfiles were not provided. Similar product to 190-000. Please reference manufacturing report number: 1221359-2022-03265.